Event description:
It was reported that the insulin pump alarmed motor error, battery out limit, and a failed battery test. The blood glucose reading was 311 mg/dl. The customer treated the high blood glucose readings with a manual injection. Troubleshooting was conducted. Advised to remove the battery from the insulin pump. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform operating currents test or sensor test due to motor error alarm. No unexpected failed battery test or battery out limit alarms noted during testing. The insulin pump had cracked case at display window corner, cracked lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.